Event description:
The field service engineer reported the chip of the motor driver board assembly of the avanti j-hc centrifuge was burnt. The avanti j-hc centrifuge is manufactured by beckman coulter, but is not registered as a medical device in the united states. The motor driver board assembly (B)(4) is used in all avanti series instruments. The avanti j6-mi and avanti j26 xp/xpi are registered as medical devices. There was no death or serious injury related to this event.

Manufacturer narrative:
In the report the checkbox indicating initial should have been checked.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the chip, which sits on the motor driver board assembly inside the customer's avanti j-hc centrifuge was burned. The customer was sent a replacement chip. The chip was replaced, which resolved the reported issue. (B)(4).